Event description:
It was reported to vyaire medical that the avea ventilator did not work while apneic episode while on a patient. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Vyaire field service went onsite found expiratory temperature in the log no errors in the exception log found. Tested ventilator at various apnea interval settings no errors detected. Checked apnea settings in CPAP (continuous positive airway pressure) mode. No errors noted in testing in this mode. Verified apnea function with technical support. Performed operational verification procedure. Ventilator meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.